Event description:
It was reported that "faulty pink hub. Tried several nfc's on it but leaks every time. Line going to be changed in radiology under fluoro using guidewire."

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material was observed inside the extension line. Visual analysis did not reveal any defects or anomalies of any kind. With the distal end of the catheter body occluded, the catheter hub was connected to a pressurized leak tester. Per(B)(4), there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa for 30 seconds. No leaks were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not exceed the maximum pressure of 300 psi on power injector equipment to reduce risk of catheter failure and/or tip displacement". The IFU also states, "use appropriate administration set tubing between catheter and pressure injector equipment to reduce risk of catheter failure." The report of a luer hub/fitting connection leaked could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter also met all functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "faulty pink hub. Tried several nfc's on it but leaks every time. Line going to be changed in radiology under fluoro using guidewire".